Event description:
It was reported that spring tip detachment occurred. The target lesion was located in a severe right carotid artery lesion and was undergoing angioplasty. A 190 cm filterwire ez embolic protection system was selected for use. Upon unpacking, the spring tip was found fractured. There was no patient complications noted as a result of this event.

Event description:
It was reported that spring tip detachment occurred. The target lesion was located in a severe right carotid artery lesion and was undergoing angioplasty. A 190cm filterwire ez embolic protection system was selected for use. Upon unpacking, the spring tip was found fractured. There was no patient complications noted as a result of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed the wire returned inside the delivery sheath and the filter bag came back in deployed state. The torquer device was returned. It is possible to observed that the spring tip was kinked.